Event description:
The lead was capped and will not be returned for analysis.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Event description:
It was reported that the lead was explanted due to loss of sensing. During explant procedure, an insulation defect occurred. The lead could not be completely removed, only the proximal part of the lead will be sent for analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.